Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: when did the needle break (while in the package / during dispensing / during preparation/ during use)? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018, and a suture was used. During surgery, the needle broke off during the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 1/4/2019. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional evaluation summary: an unopened sample was returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened and the swage and attachment area were as expected; also, the tip and body of the needle was examined under magnification and no defects, damage or needle breakage were found. A resistance test was performed and no issues or anomalies were noted. The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch.